Manufacturer narrative:
Additional information provided in sections b.5., and h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the new information received, the multifocal toric lens was exchanged for a company-provided monofocal toric lens of a different model but the same power. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens. According to the surgeon, the events were not product-related. A different lens type was selected with the expectation that it would alleviate the patient¿s symptoms. The surgery involved patient's right eye. There was no further impact to the patient. The patient's symptoms were resolved after lens exchange, and the surgeon reported a good prognosis.

Event description:
A non-healthcare professional reported that following intraocular lens (iol) implantation, the patient experienced halos at night and flickering. The lens was removed and replaced with a monofocal toric lens in a secondary procedure. The clinical reason for explant was described as intolerable dysphotopsia. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).